Manufacturer narrative:
A distributor reported that their AED will not power on. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 06/14/2023 battery pack with serial number (B)(6) was installed into the AED after the AED prompted a "replace battery pack now warning". The AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash and chirp until 10/9/2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 11/7/2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 11/19/2024 when a replacement battery pack was inserted into the AED. The review identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.